Event description:
It was reported that a monarc sling was implanted, the date of implant was not provided. Also reported, the patient now "is having complications," and "possible exposure." Surgery is pending, no details were provided.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.